Manufacturer narrative:
(B)(4).

Event description:
It was reported there was externalized conductors confirmed via fluoroscopy on the lead when the patient presented in the operating room for a scheduled generator replacement surgery unrelated to the lead. The patient was asymptomatic. The lead was capped and replaced. The patients condition was good.